Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to hospital for unrelated pocket revision. During the revision procedure, atrial lead dislodgement was found. The atrial lead was removed and disposed of during the procedure. A new atrial lead was placed without complication. Patient will resume normal follow-up and left procedure in good condition.